Manufacturer narrative:
The rate seen (102 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Miradry treatment performed on (B)(6) 2020; patient reported itching and white line in right axilla 15 days post treatment. Patient didn't notice immediate burn in the area of concern immediately following treatment, the patient had itching that progressed into an ulcer approx. 10-15 days post treatment. The patient contacted the treating physician on (B)(6) 2020, patient was prescribed keflex tid for 7x days in the event of early infection. On (B)(6) 2020 a culture of the area was taken that was unremarkable. Patient was instructed to cleanse wound 2-3x daily, using aquaphor in the morning, and duoderm in the evening. Patient was diagnosed with wound of skin, the clinic reported that the symptom was resolving.